Event description:
It was reported that a pump declared alarm 20 during the load process. There was no reported impact to the customer¿s blood glucose level since the customer declined to answer if the blood glucose exceeded the threshold. The customer was unable to resume insulin therapy after the alarm recurred, even after using proper loading techniques with cts assistance. Technical support decided to replace the pump as it was under warranty, and the customer will use multiple daily injections as a backup therapy. Instructions were given to store the pump properly and return it with a pre-paid label within 10 days, and the customer acknowledged understanding these instructions.